Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 70 mg/dl. It was also reported while the customer was hospitalized for a non-diabetic related incident, however, the customer experienced a low blood glucose (bg) level of 46 mg/dl, due to needing a settings adjustment. The customer consumed carbohydrates, juice, and peanut butter crackers to address their bg. The customer¿s healthcare provided assisted with updating settings to better fit the needs of the customer. Customer was released on (B)(6) 2023 with issue resolved and no permanent damage.